Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the experienced sys error 105 which was not reproduced. Sys error 105 was confirmed through a review of the event history log and found to be caused by debris from the cracked rear case jammed under cam shaft. The debris was removed.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed system error 105. There was no pt involvement.